Event description:
Reporter alleged obtaining a blood glucose result of 465 mg/dl on the advantage system without any symptoms. Reporter alleged that he went to the hospital and obtained a discrepant blood glucose result of 465 mg/dl on the same system back to back with a result of 113 mg/dl on the ER's meter and 110 mg/dl on a lab test within 10 minutes. Reporter indicated that he was not feeling any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated he was treated with an IV for hydration. No other actions or treatments were reported. When the manufacturer's agent called to arrange a meter replacement, the pharmacist stated that the reporter had showed him the alleged product and the strips were expired. Reporter had previously stated that the strips in use were not expired. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that he lost the suspect product, so nothing will be returned for evaluation.